Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: mentor smooth round moderate plus profile 250cc saline breast prosthesis, cat. #3502250, lot and serial numbers unknown. (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation procedure with mentor smooth round moderate plus profile 250cc saline breast prostheses when one of the devices deflated after implantation. In addition, the patient developed capsular contracture (baker grade unknown) in the other breast. As a result, the patient underwent bilateral explantation on an unspecified date. This medwatch form is to report capsular contracture issue.

Manufacturer narrative:
On 05/31/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. No foreign material was observed on the shell surface. During examination, the product evaluation (pe) team observed a crease on the anterior aspect and extending to the posterior aspect. No other anomalies were discovered. Pe concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 04/25/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).